Event description:
Pt had a PICC inserted which subsequently came apart at the hub; therefore, allowing the catheter line to migrate into the pt's heart (the right atrium, right ventricle and into the pulmonary artery). This needed immediate attention and was beyond the scope of services at the critical access hosp. The pt was sent by ambulance to a (B)(6) facility for a specialist to perform a procedure and retrieve the catheter and insert a new PICC.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A lhr review is not possible, as no mfg lot number has been provided by the complaint.